Event description:
The facility reported a colleague infusion pump with the reported condition where the device "keeps blowing fuses". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "keeps blowing fuses" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective power supply. The power supply and 2 1.6 fuse were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.